Manufacturer narrative:
(B)(4). Batch # m52z0h. Additional information was requested and the following was obtained: did the device deploy staples? No. Was the staple line complete? No, the stapler did not fire at all. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no damage to the firing trigger was noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, the device was closed on tissue and the surgeon waited for fifteen seconds; the surgeon went to fire the device but the firing trigger was floppy and wouldn't drive the knife blade across the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.